Event description:
Ous MDR - after an implantation period of about 1 month, a loss of capture was reported. The lead was explanted, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformed ring electrode and deformations of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any other irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. In summary, a deformed ring electrode and deformations of the rv shock coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.